Manufacturer narrative:
The organisms identified in the report are identified as mrse, staphylococcus epidermidis and aspergillus fumigatus. These types of microorganisms are characterized as non-endosporeforming vegetative bacteria and fungi. Edwards manufacturing processing solutions (glutaraldehyde/formaldehyde) are demonstrated to be highly effective in the processes for inactivating microorganisms, both in literature and internal testing. The fungicidal effects of glutaraldehyde have been demonstrated in literature. Aspergillus is considered to be the most resistant fungi and a concentration of 0.5% will achieve a 99.99% reduction in viable spore. Edwards ethylene oxide sterilization validations are performed using overkill methods. An overkill method means the sterilization processes are designed to kill one million spores of the most resistant biological indicator organism - bacillus atrophaeus - in just half the regular cycle time. This provides a large safety factor of > 12 log reduction in the full process. The process provides a much greater log reduction than needed to inactivate the low level of bioburden typically zero, on product. Microorganisms including the ones characterized from the endocarditis incident are demonstrated to be rapidly inactivated and could not survive in edwards multi-stage processing or the ethylene oxide terminal sterilization process. Edwards lifesciences provides sterile tissue bioprostheses to customers with a carefully designed robust sterilization process for which the efficacy has been demonstrated consistently and which provides a significant safety factor. It can be concluded that the bioprosthetic valves, as supplied by edwards lifesciences, would not be the source of the characterized isolates from the infection. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after an implant duration of 1 month, 23 days due to endocarditis (mrse and aspergillus fumigatus). The explanted valve was replaced with another 23mm 11500a valve. The patient was in critical condition post procedure. Per medical records, the patient presented with dyspnea, weakness and fatigue and was found with large mobile large vegetations on all three leaflets and an annular abscess. The patient also presented with brain and splenic infarct, complete heart block and severe chf. The patient underwent redo-avr with 23mm inspiris valve. Post operative tee revealed normal aortic valve function with no paravalvular leak. The patient was transported to ICU in critical condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.